Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose(bg) levels (54 mg/dl). Reportedly, low bg's are due to the customer's being on a new diet. Customer ate peanut butter and adjusted pump basal rate to stabilize bg levels.